Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl and sugary foods were consumed to address the bg level. As the high bg had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.